Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged and there was an intermittent flex connection at the force sensor pins; 2531779-03/24/2010-003-r.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an intermittent flex connection at the force sensor pins. This report is being made based on the evaluation results.